Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
The patient stated possibly infected in area of leads. She also stated that in 96 she got a severe staph infection and she believed she may have that again. There was oozing out of her backside and there was some greenish color. It was very painful and she was going to healthcare provider office today to be seen for possible infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.